Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted low out of range impedance measurements. As insulation damage was suspected, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.